Event description:
After the implant procedure was completed, the patient developed a pneumothorax, which the physician suspected was caused by the sense lead. Physician placed a chest tube, prescribed medication, and admitted the patient overnight for observation. The pneumothorax resolved, and the patient was discharged the following day.